Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 4 years and 10 months post implant of this bioprosthetic valve, it was explanted and replaced with a mechanical valve. No failure mechanism was provided.